Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. 2000e7d/no 510k this is an international code- needle-free valve set, administration, intravascular. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.

Event description:
The reported feedback suggests that there is an occlusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.